Event description:
While using a byte day aligners, patient reported that their upper and lower aligners are cutting their lips, gums and mouth. They have sharp ridges that are cutting these areas of their mouth. They have tried filing the edges but did not help. Provided hh t&t, fit tips to use on step 1 aligners. Patient to try step 2 aligners to compare fit and see if they are better than step 1.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.